Event description:
A pt reported they were getting inaccurately high readings due to their surestep meter allegedly reading high and the test strips had a pink confirmation dot. Pt reported symptoms of frequent urination and tiredness. The result on their meter was 23mg/dl. The time difference between pt's meter and hospital meter was 10 mins. Pt not treated. No further info has been reported.